Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Currently, this product remains in service and no adverse patient effects were reported.